Manufacturer narrative:
The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: it was reported fixation feature breakage intra-op. One picture was received for analysis. Upon visual inspection of the picture, one needle-suture piece appears to be broken of product code sxpp1a405 could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04309.

Event description:
It was reported that the patient underwent a knee replacement surgery on (B)(6) 2020 and the barbed suture was used. During the procedure, the fixation feature breakage occurred. There were no patient consequences reported.